Event description:
The customer's wife reported that sometime in 2010 (date unknown) , the customer was hospitalized with blood glucose levels in the 800s (mg/dl). He reported feeling nauseous, vomiting, and being dehydrated. The customer was diagnosed with diabetic ketoacidosis (dka). He was treated with an IV drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determined if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.